Manufacturer narrative:
A thorough investigation was performed to identify the cause of the reported issue. The engineering team determined this was related to one or more blank dicom tags when exporting data causing the system to lockup when attempting to review images. When all these tags are left blank, the software creates a duplicate study description leading to a lockup when attempting to open the images and preventing export of the images. When the physician selects the mwl study on the patient data entry screen, the study becomes corrupted. If the system becomes unresponsive because of this issue, the user will see an eha (error code), and the system will return to normal operation after a reboot.

Event description:
Proposed b5 text: a customer reported their epiq cvx ultrasound system became unresponsive during a mitral valve clipping, transcatheter edge-to-edge repair (teer) procedure using an x11-4t transducer. After restarting the system, a baseline view was requested during image acquisition. At that moment, the system locked up again. A decision was made to retrieve another ultrasound system and transducer to complete the procedure. There was no patient or user harm associated with this event. The system has been removed from service. Philips has started an investigation and upon completion a follow-up report will be submitted.